Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high elecsys estradiol iii assay result for two patient sample aliquots processed by the modular preanalytic system (mpa). The initial results were reported outside the laboratory and were questioned by the doctor. Repeat testing was performed on (B)(6) 2017 with the primary sample tube. Patient 1 initial result was 115.6 pg/ml and the repeat result of 34.3 pg/ml. Patient 2 initial result was 107.0 pg/ml and the repeat result of 26.65 pg/ml. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative could not determine cause. He ran precision testing which was within specifications.

Manufacturer narrative:
The field service representative found the sample probe was out of adjustment at the sampling position and also at the incubator. He replaced the balancer tubing, cleaned/ back-flushed wash system aspiration tubing, adjusted the aspiration nozzle height, adjusted the sample probe rotational position and sample rack line base, and adjusted the sample probe liquid level detection (lld) voltage. The field service representative found crystallization on the tube in the detection unit which he cleaned and then replaced and aligned the tube. All calibrations and qc passed with no errors and a precision run was all within specifications. Trending was performed on this type of complaint and no abnormal trend was identified. A historical query was performed and found no past escalated complaints of this nature on any like instruments for the last 12 months at this site.